Event description:
It was reported that migration occurred. Obsidio was selected for use in a splenic embolization procedure. Obsidio was used off label for the vessel size and traveled outside the desired area occluded. There were no patient complications as a result of this event. It was further reported that the desired amount of obsidio that traveled outside the parameters was intended and purposeful and the patient did not experience any harm.

Manufacturer narrative:
B3: date of event: no date provided, used the first date in the month of the aware date. D6a: implant date: no date provided, used the first date in the month of the aware date. Detailed product information was not provided to boston scientific. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information. Good faith effort attempts were made to retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that migration occurred. Obsidio was selected for use in a splenic embolization procedure. Obsidio was used off label for the vessel size and traveled outside the desired area occluded. There were no patient complications as a result of this event.

Manufacturer narrative:
B3: date of event: no date provided, used the first date in the month of the aware date. D6a: implant date: no date provided, used the first date in the month of the aware date. Detailed product information was not provided to boston scientific. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information. Good faith effort attempts were made to retrieve additional details regarding the reported event, but further information was unable to be obtained.